Event description:
The intrathecal catheter to my implanted medtronic pain pump fractured. It had fractured about 10 years before, but it took about 7 years for the doctors to concede it was broken and during a routine replacement they discovered the break. Then, (B)(6) 2023 I fell and within a few weeks recognized that the line had fractured again. I expressed my concerns to my pain clinic provider and my pcp (primary care physician). The morphine was leaking into my body cavity and causing extreme burning and pain. It was not until 8 months later, (B)(6) 2024 that the pain clinic doctor agreed that the line was fractured. The pump was turned off 3 days later. I was given no instruction as to what to expect. I was given a prescription for a low dose of oxycodone and arcane and was instructed to take "as much as needed" to counter side effects, but to beware of overdosing. Within 1 week I had such severe withdrawal that I went into afib and my daughter called 911 after finding me unresponsive. I spent a week in ccu (coronary care unit) and underwent cardio aversion. In august the pump was removed. 2 weeks later my l5 fractured. I had to have kyphoplasty surgery. That was in late (B)(6). In (B)(6) 2025 my l2, l3, l4 fractured and I had to have 3 additional kyphoplasties. I had never had any signs of osteoporosis or back pain and my mris (magnetic resonance imaging¿s) never reflected osteoporosis in my spine. The catheter was left in place in my spine following the medtronic pump explant. The surgeon told me that if they attempted to remove it the damage to my spine could be catastrophic or fatal.